Event description:
It was reported that liquid coming out of the needle when pressing the plunger rod while using an unspecified bd syringe. No patient impact reported. The following information was provided by the initial reporter: customer noticed liquid coming out of the needle when pressing the plunger rod prior to use.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event is unknown. The date received by manufacturer has been used for this field. Address information was not able to be obtained, therefore (B)(4) was used as a place holder. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: unable to perform complaint lot history check for foreign matter out of needle due to unknown lot number. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for foreign matter out of needle due to unknown lot number. (As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.